Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the autolog one source pack, the centrifuge core suddenly ruptured, causing massive blood loss and threatening the patient's health. The use of the device was not specified.no patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information b5: the bowl was replaced to complete the procedure. Medtronic received additional information that there was no damage noted in the instrument or the disposable. There were no visual, audible, or performance abnormalities. The centrifuge bowl broke during machine operation. A blood transfusion was not required as a result of this leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.